Event description:
It was reported the lens was implanted and removed during the same surgery. Capsule tore and vitrectomy was performed. The relationship between the device and event has not been determined.

Manufacturer narrative:
The device was not received for analysis. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related. Not received for analysis